Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: catalogue #: etlw1620c82ee, serial # unknown, use by date: unknown, upn: unknown. Catalogue # etlw1620c93ee, serial # unknown, use by date: unknown, upn: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient to treat an 86 mm abdominal aortic aneurysm with a type ia endoleak. It was reported that the patient previously had an unknown medtronic stent graft implanted for treatment of an aneurysm or dissection. It was reported that after the stent grafts were positioned the type ia endoleak persisted. The cuff was positioned below the renal arteries, with apparent excellent sealing. An intervention was attempted, however the patient experienced angor, dizziness and dyspnoea. The procedure was suspended and the patient refused further treatment. The patient was discharged 5 days later. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrections: adverse event and product problem, hospitalization, intervention required, implant date, serious injury. Additional information received reported that the event was assessed by the investigator as possibly related to the endoprosthesis and unlikely related to the procedure. It was reported that approximately 3 months post implant, the endurant stent graft system was explanted as treatment, and a new non-medtronic endovascular device was implanted. After the explant procedure the endoleak was not resolved, and the patient was discharged with a type ia endoleak. If information is provided in the future, a supplemental report will be issued.